Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was determined that no testing was required due to the reported observations.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement from the coronary sinus. No additional adverse patient effects were reported.